Manufacturer narrative:
The service technician replaced the level sensor to resolve the issue. The removed level sensor was returned to medtronic. Laboratory analysis of the component could not conclusively determine the type of water that had been used in the bio cal. Medtronic later received additional information indicating that ice used in the instrument is produced from a filtered sterile source. Per the operator's manual, de-ionized water should be used in the bio cal.

Event description:
During preventive maintenance by the medtronic field service technician on this bio cal instrument the level sensor was not functioning. As this occurred during servicing, there was no patient involvement in the event. Additional information was later received indicating that ice used in the instrument is produced from filtered tap water. Per the operator's manual, de-ionized water should be used in the bio cal.